Event description:
It was reported that the patient was explanted due to an abdominal wound site infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. No device analysis was performed; the device met risk-based analysis criteria. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.